Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device not returned.

Event description:
It was reported from the site that the patient was admitted on (B)(6) 2015, with "high watts and suspected pump thrombus." It was noted that the patient has had sub therapeutic inr for weeks prior to event. It was said that the patient has had a "compliance issue." It was stated that the patient was admitted to sicu and placed on heparin. A pump exchange was performed on (B)(6) 2015 and surgeon made note of "pannus." Patient is stable in intensive care unit (ICU). No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via review of the controller log files since log files were not available for analysis for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinically a contributing factor to the resulting thrombus could be the patient's coagulation factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Supplemental MDR report is being submitted to include the associated FDA z-number issued for the reported issue captured in this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) and outflow graft were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event of "high power" was confirmed via log file analysis which revealed 16 high watt alarms logged starting (B)(6) 2015. The reported "outflow graft damage" could not be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the possible root causes of the reported high power may be attributed to multiple factors including but not limited to thrombus formation/ingestion, inappropriate setting of the alarm threshold, and high flows. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Concomitant medical products: product ID: 1125, lot#: 15905748-9412, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received indicated that the patient was readmitted to the hospital on (B)(6) 2015 with complaints of dark urine as well as high power alarms that began (B)(6) 2015. Anticoagulation medications: warfarin 7 mg daily on monday, wednesday, and friday and 6 mg daily the other days, as well as aspirin 325 mg daily. Lactate dehydrogenase (ldh) on admission was 4,175 units/l, rose to 12,455 units/l before pump exchange on (B)(6) 2015. Left ventricular assist device (lvad) parameters during the event: flow 10 lpm, speed 2400 rpm, power 4.5-17.2 watts. Per cardiology note on (B)(6) 2015, patient also had gross hematuria. Patient was taken to operating room (or) on (B)(6) 2015 for pump exchange, which was complicated by post-operative bleeding. Explanted pump was sent to pathology for gross description only; was not returned to manufacturer. Due to his extensive bleeding, the patient returned to or on (B)(6) 2015, surgery team felt that needed to be re-explored. After opening the thorax cavity, a massive amount of blood clots was encountered. Once removed and extensively irrigated it was noted that there was still leaking from the outflow graft. Patient was placed on the heart-lung machine using the femoral artery and vein, then a 10 mm dacron graft was used to suture to the old outflow graft. Patient is weaned from the extracorporeal circulation without any further problems. Chest was left open for safety reasons and patient was taken back to surgical intensive care unit (sicu). Patient return once again to or on (B)(6) 2015 for wash out and closure after chest exploration and confirmation that no bleeding and minimal clots were present. Patient returned to sicu in stable but still in critical condition. It was stated that the issue was resolved and the patient was discharged on (B)(6) 2015. No additional information available. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. (B)(4) - outflow graft / catalog number 1125 / expiration date: 10/31/2021. Device will not be returned - not returned to manufacturer. (B)(4). Device will not be returned.